Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of family member of a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was taken out because ¿they erased the programming¿ and ¿they never could get the programming right¿. The caller stated that the healthcare professional (hcp) wanted to insert another lead, but the patient had to have back surgery and there was no room, in the patient¿s back, so the ins had to be taken out. It was also noted that the caller wanted to donate the patient programmer (pp)¿s. Troubleshooting resolved the issues. There were no further complications reported or anticipated.